Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-13890. Related manufacturer reference number: 2017865-2020-13891. It was reported that the patient presented remotely via merlin.net. Interrogation showed the patient's pacemaker was over-sensing atrial lead noise as well as over-sensing on the right ventricular lead which lead to inappropriate mode switching. The patient was asymptomatic. No changes were reported.